Event description:
It was reported that combination 0/3 showed an open circuit. A low neurostimulator battery was also noted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3888-28, lot# l53374, implanted: (B)(6) 1999, explanted: unk. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: unk. Programmer: model 7434-e, serial# (B)(4).

Event description:
Additional information received reported the battery depletion was normal. The cause of the high impedance was not definitively identified. The patient was awaiting battery replacement.